Event description:
It was reported that during use, left ventricular (lv) lead threshold more elevated than diaphragmatic stimulation threshold for the three configured parameters. The lv was electrically abandoned and remains in the patient, and modification to prescribed oral medication was made. No patient complications have been reported as a result of this event. The patient is a participant in the (B)(6) clinical study.